Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate power issues. Physio observed in the electronic records, that the customer's device was connected to an auxiliary power supply with the batteries installed, however the device did not switch to the auxiliary power supply. The likely cause of the reported issue was due to the customer's auxiliary power supply.

Event description:
The customer contacted physio-control to report that their device would power on and off itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.